Event description:
Hcp reported the pump eroded through the patient's skin. The pump was explanted in 2002. Attempts to obtain additional information from the hcp were made. A follow up report will be sent when additional information is received.